Event description:
Patient's father reported patient is having concerns with the infusion set cannula for a long time. Father stated that sometimes the sticking plaster detaches and sometimes blood comes out. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.